Event description:
It was reported that the rv (right ventricular) lead was replaced due to upgrade. The rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached depression, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.